Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported device entanglement could not be conclusively determined.

Event description:
At the conclusion of an ablation case when removing a non abbott sheath from the groin, the sheath was noted to be broken and the distal 4cm of the sheath were missing. Fluoroscopy revealed the detached portion of the sheath was in the pulmonary artery and was successfully removed by snare. The physician verbalized the possibility that while removing the hd grid catheter from the body, the 13cm sheath became tangled with the hd grid and broke.